Event description:
It was reported that the ok keypad button had to be pressed multiple times in order to activate the desired pump functions. The patient also reported a bolus dose of 0.0 units which was not programmed. All other bolus doses in the pump history are correct. The keypad is reportedly intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. All of the keypad buttons responded to presses as expected.the keypad was removed and there was no damage found to the button key contacts. There was no activity outside normal use observed in the black box or download history.